Manufacturer narrative:
(B)(4). Review of operative notes confirms that the patient underwent left hip iliopsoas release due to iliopsoas tendonitis. Patient reported groin pain and a popping sensation post left tha. A diagnostic iliopsoas injection provided temporary relief. Patient had also received physical therapy as an intervention prior to the tendon release. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that approximately 12-15 months post implantation, the patient presented with groin pain and a popping sensation. A diagnostic iliopsoas injection provided temporary relief. The patient subsequently underwent an iliopsoas release due to iliopsoas tendinopathy. Attempts have been made and no further information has been provided.